Manufacturer narrative:
(B)(4). The healthcare facility reports that the patient's post-operative visual outcome deviated from the target refraction and as a result the rayner iol was explanted. Within the intiial notification of the event to rayner, the same healthcare professional/healthcare facility reported a further four incidents of this nature occurring after rayner iol implantation. (B)(4) is case 3 of 5 cases notified to rayner. Please refer to mdrs 9611165-2016-00026-00027 and 9611165-2016-00029-00030 for details of the other cases. Following explantation of the rayner iol, the healthcare facility implanted another lens. The healthcare professional confirms that following the iol exchange procedure the patient's refractive outcome is now as expected. The rayner iol was discarded following the explantation procedure and no product information is available. The cause of the deviation in target refraction is not known by rayner. No causality assessment has been provided by the healthcare facility. Possible causes and/or contributory causes are; biometry error, faulty biometry equipment, incorrect product selection, pre-existing medical conditions (e.g. Diabetes, glaucoma), lens implanted in an eye with <0.66 expected visual acuity, failure to neuro-adapt (multifocal iols), lens implanted back to front and aniseikonia with unsuitable lens power selection. Device discarded by healthcare facility.

Event description:
On 2nd may 2016, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a rayner iol (model number, lot number and power not specified by reporter). The event description provided states that the patient's post-operative visual outcome deviated from the target refraction.